Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented after receiving inappropriate atp and hv therapy for sinus tachycardia. The ICD diagnosed the rhythm in the vt zone and svt discriminators agreed. Programming changes were recommended.